Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in the emergency room after receiving a patient notifier. Post paced t-wave oversensing was observed. The device was reprogrammed and the issue was resolved. The patient is doing fine.